Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" "occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient was receiving a sensor error alert at work. The error lasted up to 20 minutes on and off and whenever the cgm reading came back it would display high. The patient didn't have a bg meter to use to monitor her glucose. The patient experienced frequent urination, thirsty, chest hurting, lower abdominal pain and weak. The patient kept administering insulin through the pump based on the last known reading from the pump which was high. The patient noted that even though she kept adjusting her insulin through the pump, it seemed like it was not providing insulin. The patient drove home and continued to experience the same symptoms. Once at home, she changed her sensor and upon getting readings from the new sensor, it was high. At 4:30pm her son called 911. Upon arrival, her bg was checked and it was 456 mg/dl. They administered insulin through IV and she was transported to the ER. Upon arrival at the ER, her bg was checked and it was already at 300 mg/dl. They provided her IV fluids. The patient felt better after the insulin and stayed at the ed until 9 pm (less than 24 hours) the same day and reported to continue to feel better. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. Additional narrative - add h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.